Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was charging more often with their new ins despite using the same program as their previous ins (every 3 days). The patient also reported not getting the same relief as before. Additional information received from the manufacturer representative on 2019-feb-04 reported that the cause of the lack of relief was not determined but that they assumed the more frequent charging was a result of the new ins having a smaller battery capacity compared to the old device. No further complications were reported. Additional information was received from the manufacturer representative on 2019-mar-05. The implantable neurostimulator was explanted and returned for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly. If information is provided in the future, a supplemental report will be issued.